Event description:
It was reported that pump experienced malfunction after it went through x-ray. Customer¿s blood glucose (bg) level was 528 mg/dl. Elevated bg was addressed by correction injection via multiple daily injection (mdi) and did not require assistance from a third party. Technical support provided instructions to reset pump, assisted with reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if issue returned.